Manufacturer narrative:
Date of event was reported as multiple: still retaining urine: (B)(6) 2018; leaking/catheter hole not closed up:past week ((B)(6) 2018); weight issues: (B)(6) 2018. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient still retained urine since implant ((B)(6) 2018) but they did feel more of an urge to go than before the implant. It was noted that the trial did work for their symptoms. The patient also stated that in the past week ((B)(6) 2018), especially at night, they had to use a diaper due to leaking. On monday ((B)(6) 2018) their morning diaper was wet and had to continue to use a diaper because ¿the hole where the catheter was placed has not closed up¿. It was noted the patient saw their urologist on (B)(6) 2018 and the doctor took the catheter and bag out. They were told it would stop leaking and the ¿whole would close up¿. It was further reported that the patient¿s ¿dry weight¿ was usually 110 kilos but, since tuesday (B)(6) 2018, they weighed 115 kilo which meant they were retaining water. The patient had increased the stimulation from 1.6 to 1.7 but they still did not feel the stimulation. Using the programmer, it was determined the stimulation was on. On the day of report, the patient increased the stimulation to 2.4 and felt comfortable stimulation in the correct area. It was reported that the issue was resolved and the patient was going to monitor their symptoms to see if they get improvement. It was noted the patient was going to see their doctor on the day of report. Additional information received from the patient on (B)(6) 2018 again reported that they were still not feeling the stimulation, urinating more, and had a hole where the catheter was (is not closed up). The patient stated that they were on program 2 at 3.7 volts and the device was on. They also stated they had an appointment with their doctor next week. There were no further complications reported or anticipated.